Manufacturer narrative:
Received two (this captures the second returned device) used 01c-smv3v3 1o2 valve w/ check valve for inspection. No defects or anomalies noted. Each set was leak tested per product specifications. Each of the returned samples had leakage from one (1) of the white buttons. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml where it was reported there was leakage from the white button. It was stated in the report that the event was not detected prior to direct patient use. The event occurred during infusion with common drugs like propofol as medication involved. The device was used for less than 24 hours. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no med/surg intervention required. The device was not changed out/replaced. There are 2 involved problematic devices. There was patient involvement, but no patient harm. This report captures the second of two occurrences.